Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, as the status of the lens was not provided. If explanted, give date: unknown, as the status of the lens was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Spots on lens. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed white spots on the posterior side of a pcb00 intraocular lens (iol). No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the device was not returned for evaluation. The complaint reported cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) for the monofocal iols series were reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lenses. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.